Manufacturer narrative:
The customer reported complaint for the autopulse platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Load cell was found defective and a replacement was required. The reported complaint of the customer's autopulse platform not powering on was not confirmed during the initial functional testing. The returned autopulse platform powered on properly. During functional testing, user advisory (ua) 07 error message displayed upon power on the device, thus confirming the reported complaint of user advisory (ua) 07 error. Visual inspection of the returned platform was performed and found no physical damage. Review of the archive data indicated multiple error messages user advisory (ua) 07 on the customer reported event date. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse platform sn (B)(4).

Event description:
During the call, the autopulse platform (sn (B)(4)) was used on a (B)(6) male patient. The platform displayed user advisory - ua 07 (discrepancy between load 1 and load 2 too large) error message. No additional information was provided. No consequences or impact to patient reported. After the call, the autopulse platform was tested one more time and could not power up when the new battery was placed.